Event description:
A malfunction alarm occurred with the customer's pump during the insulin pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with assistance but was unable to successfully resume insulin therapy, as the cartridge alarm reoccurred. Technical support decided to replace the pump and instructed the customer on returning the problematic pump using a pre-paid label, while reverting to multiple daily injections (mdi) as a backup insulin therapy. The customer was informed about putting the pump into storage mode and acknowledged the instructions.